Event description:
It was reported that the ilet user experienced a low blood glucose episode after announcing and dosing for lunch when glucose was trending down at a continuous glucose reading of 70 mg/dl; a meal bolus of 3.62 units was delivered, the user treated with oral carbohydrates (approximately 2 oz soda) and then ate, and the event was attributed to an improper sequence of actions related to use of the user interface. Symptoms included hypoglycemia with a nadir of 55 mg/dl and dizziness. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.